Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system and 2.5 inr on a comparison lab. Reporter stated that the patient's coumadin was held for one day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that there were not any strips left, so no product will be returned for evaluation.